Manufacturer narrative:
During the evaluation, bench engineer determined that device was constantly restarting and did not turn on due to a defective processor pca (printed circuit assembly). Therefore, dfm100 assy processor (453564489071) was replaced to resolve the issue. The device was delivered to the customer in the working condition. Based on the information available and the testing conducted, the reported problem was determined to be due to a defective processor pca. The root cause of which could not be determined. The reported problem is confirmed.

Manufacturer narrative:
Reporting information: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the device was constantly restarting and not opening. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.